Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle detached after a small dose was delivered, causing expulsion of the remaining contents and exposure of both the patient and the administering nurse. The event occurred during administration. Possible lot: 6064774, 6064784, 4318785.